Event description:
Follow up information was received on 19 september 2019 from the reporter.the patient had no relevant medical history or prior fillers; and no relevant concomitant medications. The patient experienced swelling on the jawline, lower lip right side and the corner of the mouth which were assessed as a possible pressure occlusion. On (B)(6) 2019, the patient was treated with an over the counter (otc) antihistamine, "lido swish" was prescribed, and the area was massaged with nitro twice daily (bid). Treatment with a prescription antibiotic as well as medrol was given by the physician. On (B)(6) 2019, acyclovir was prescribed along with a higher dose antibiotic. On (B)(6) 2019, the patient was contacted and stated they were feeling much better. No laboratory testing was completed. The event of occlusion was not considered to be permanent; however, it was assessed that the treatment administered was necessary to prevent permanent damage. The reporter assessed that the event of occlusion was related to radiesse(+) further stating that upon injecting the product, the needle had to be retracted to be sure of placement. The reporter stated "the only reason in my opinion it could be the product is because of the thickness and possibly putting pressure on an artery". The lot number was reported as 100119638, which upon review corresponded to radiesse(+), with an expiry date of 15 april 2021.

Manufacturer narrative:
The device history record of radiesse(+) dermal filler lot number 100119638 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no other reports had been received on this lot number.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of occlusion was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a medical spa employee via a merz sales representative concerning a patient of unknown age and gender who received radiesse. Relevant medical history and concomitant medications were not reported. On (B)(6) 2019, the patient was injected by a nurse injector with a total of 3ml (1.5 ml per side) of radiesse to each side of the jawline area. On (B)(6) 2019, the patient experienced an occlusion and returned to the office for treatment. No treatment details were provided. On (B)(6) 2019, the patient returned to the office a second time for additional treatment. It was noted that the injector thought that she was injecting directly on to the bone. The outcome was not provided and causality was unknown. The lot number was not reported.

Event description:
Follow up information was received on 07 october 2019 from the reporter. The patient was a 36 year old female with a history of allergy to penicillin and cold sores. It was noted that there were no cold sores observed during the patient's good faith exam on (B)(6) 2019. There were no relevant concomitant medications. On (B)(6) 2019, the patient experienced swelling post injection on both sides of the jawline. No bruising or skin discoloration was noted. On (B)(6) 2019, the patient provided photographs via text message which showed more swelling on the right jawline and bruising. The patient was seen in the reporter's office on the same day during which time she stated experiencing pressure and pain on the right side of her jawline. The patient was treated with nitro-paste, massage, prophylactic antibiotics cipro, and medrol dose pack for swelling. On (B)(6) 2019, the patient was treated with 1% lido swish. On (B)(6) 2019 the patient was seen in the reporter's office at which time less swelling and no bruising on the right side of her jawline were observed. It was noted that the patient had what looked like ulcers on the interior, exterior and around the right corner of her mouth. The patient reported there was some "yellow-greenish color" discharge from the sores. The patient stated that she does get cold sores. The patient was treated with 200mg acyclovir and 500mg cipro twice per day. The patient was called on (B)(6) 2019 as follow up at which time she stated the sores/ulcers on the inside of her mouth were reduced to a small area and reduced in size. She did not have any fever, sweating or discharge from the sores in her mouth. The reporter attempted to contact the patient on (B)(6) 2019 via text message; however, the patient did not respond. On(B)(6) 2019, the reporter called the patient but was not able to speak with her or leave a message. The reporter called the patient on (B)(6) 2019 at which time the patient reported no swelling, no bruising, no pain, no fevers, no sweating and no discomfort. On (B)(6) 2019 the patient provided photographs via text message which showed scabs around the mouth. The reporter asked the patient to come into the office for evaluation but the patient never responded. No laboratory tests were performed. The reporter stated that a final outcome was not documented as the patient never responded; however, as of (B)(6) 2019, the patient had no swelling, no bruising, no pain, no fevers, no sweating or discomfort. The reporter assessed that event was not permanent; however, treatment was necessary for the adverse reaction. The reporter was unsure of a causal relationship with radiesse(+) stating that "the injections were done per protocol, 0.2 units per each injection, retracting the syringe prior to injecting the product. No blood was drawn into syringe upon each retraction."